Manufacturer narrative:
The reported events no output and no inductive telemetry were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the observed events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information received indicated the attempted telemetry was inductive. It was also reported the patient required intubation and the patients condition worsened to bradycardia and asystole due to the performance of the product.

Event description:
During follow-up, interrogation of the device was not possible. The event was resolved by explanting and replacing the device. No adverse consequences were reported.